Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification and passed the self-test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected failed battery test in the long trace and pump history noted. However, the power management tool confirmed the pump error 25 was triggered when a backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to a resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer continued to have issues with the battery alarm after a new battery was inserted. The insulin pump was not working with the new battery cap. Customer's blood glucose level was not reported. The device was not returned.